Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent graft procedure. The suture of the first prostyle device at the 11 o'clock position was successfully pre-placed. Reportedly, the suture of the second prostyle device at the 13 o'clock position did not follow when the plunger was pushed in at a 45-degree angle and pulled out. The guide wire was re-inserted and the suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 20f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.